Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2014 with the following findings: visual inspection revealed that the battery compartment was cracked extending from the threads. The battery cap was also found to be stripped/damaged.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the pump was losing power. It was noted that the battery compartment and battery cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.